Manufacturer narrative:
Unchecked "user facility". Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware has opened an internal investigation to evaluate these types of issues. This is four of five reports (3007042319-2015-01666, 3007042319-2015-01667, 3007042319-2015-01668, 3007042319-2015-01669 and 3007042319-2015-01670) submitted for devices related to the same event.

Event description:
It was reported from by medical staff that a patient experienced critical battery alarms and power switching with batteries, this happens on either port of the controller. The controller and batteries were exchanged with no reported consequences or impact to the patient. No additional information was reported. This is report 4 of 5.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Log file analysis review date: (B)(4) 2015. Data through: (B)(4) 2015. Normal power consumption. Three critical battery alarms have been logged on (B)(4), once (B)(6) 2015 and twice on (B)(6) 2015. One power disconnect alarm logged on (B)(6) 2015. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01666, 3007042319-2015-01667, 3007042319-2015-01668, 3007042319-2015-01669 and 3007042319-2015-01670) submitted for devices related to the same event. Batteries have not been received